Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the buttons of insulin pump was sticking and had to press more than once. The customer¿s blood glucose level was unknown. Customer also stated that battery life was diminished also received unexplained no delivery alarms. Customer declined to troubleshooting. The insulin pump will not returned for analysis.